Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 47 mg/dl or less, compared with the sensor reading of 52 mg/dl, and she treated with juice. She reported that the insulin pump alarmed lost sensor and weak signal. She stated that the sensor was bent upon its removal. She also mentioned having been hospitalized during a previously reported event due to a low blood glucose event with blood glucose of 216 mg/dl. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.